Event description:
Baxter (B)(4) received a report that an infusor's coil cap became separated from the housing when removing the filling syringe during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of fluid in the reservoir for evaluation. Visual examination of the unit confirmed that the coil cap separated from the housing. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional narrative: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.